Event description:
It was reported that prior to an unknown procedure, the device's packaging was ripped. Another device was used to start the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.